Event description:
According to the event description: clinical staff stated constant air in line alarm when no air bubbles are present. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, it was missing the spike. Further examination revealed that the tubing had been cut, and the absence of the spike was not related to solvent issues. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. No other testing could be performed due to the condition of the sample. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.